Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported diminished battery life, a crack in the pump casing on the back side from top to bottom at the battery area, rejects new batteries, pump squirts insulin during priming, random no delivery alerts, and button stick. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.

Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage/battery power loss, prime/fill anomaly, keypad unresponsive and failed batt test on 05/03/2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, self test and occlusion test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. No stuck button alarm noted during testing. No failed batt test alarm noted. No unexpected power loss noted during testing. However, the pump failed the sleep current measurement test due to corroded battery tube assembly. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, serial number label missing, cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. Failed batt test (58) alarm was found in history file on 05/01/2023 16:32:17.000. Motor motion alarm (37) was found in history file on 05/04/2023 18:43:00.000. In summary, customer alleged battery power loss confirmed. Exposed to moisture confirmed. Prime/fill anomaly not confirmed. Failed batt test not confirmed. Keypad/button unresponsive/button error not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.